Event description:
On (B) (6) 2010, the patient reported that on (B) (6) 2010, she inserted a new insulin cartridge into her infusion device. The next day her blood glucose was elevated (no value given) and she noticed an air bubble in the cartridge. Her target range is 140-160 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.